Event description:
It was reported by the rep that the surgeon was using the device on the redo CABG procedure to try to take off bleb on the left lung. The surgeon tried with two different instruments to advance the cutter but it seemed as if they were jammed. They did not try a third device. There was no pt consequence.